Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was delayed in response and the ok keypad button symbol was worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the rubber keypad was intact and the ok keypad symbol was worn. The contrast and down buttons were intermittently unresponsive and the other buttons responded appropriately. Contamination was found under the contrast, up and down key contacts. Evaluation revealed that battery compartment cracks observed in the thread area and below the bumper pad. The battery cap was unable to fully tighten due to damaged threads and battery compartment crack. A power loss was duplicated.